Event description:
The customer reported the system displayed a filament error message and there was bad contact on the fluoro function. No patient injury was reported.

Manufacturer narrative:
(B)(6): syringe was not returned with the product. Complaint with eccentric balloon is sent to accellent for further evaluation. 4/23/10-accellent evaluation: the balloon was aspirated then inflated with 20cc of air. Visually there are no defects to the balloon. Water was introduced through all of the device lumens and the water flows from where it should with no functional defects detected. There are no defects detected. These devices are visually and functionally tested 100% prior to packaging

Manufacturer narrative:
Classification as serious injury is based solely on the switch to cross clamp which may require an additional incision.

Event description:
Rep reports that: on initial inflation the balloon was filled with 10ccs of saline and the balloon pressure read 525mm/hg. At this time there was no change in the aortic root pressure so I am fairly positive that there was no pressure against the aorta. In the end, due to these high balloon pressures and some problems placing the balloon in the proper position the surgeon opted to convert to a cross clamp. There were no patient issues and the procedure continued without incident.